Event description:
The customer reported to olympus, the video processor would not power on. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a faulty power supply. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the procedure was completed using a similar device and there was no delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified; however, it is likely that a failure of the power unit led to the malfunction. Olympus will continue to monitor field performance for this device.